Event description:
It was reported that the customer had a air bubbles anomaly on the insulin pump. The customer's blood glucose level was 53 mg/dl. The customer was treated with 53 mg/dl. The troubleshooting was performed. The customer will change out set and the reservoir. The customer will let the insulin warm up to room temperature before using it and store in a cabinet at room temperature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.